Manufacturer narrative:
The deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/ g11072) could not be detached. The detachment was attempted ten times. The device positioning unit (dpu) passed electrical testing. The most likely root cause of the non- detachment was due to the melting detachment fiber capturing the cerecyte suture. During melting, the detachment fiber also expanded above the suture in a ball-like form. In this condition the suture was captured by the diameter of the melted fiber ball. Based on the information and the analysis, the event could not be confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
The deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/ g11072) could not be detached. The detachment was attempted ten times.